Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2014, the patient reported that she is questioning the accuracy of the bolus recommendations provided by her blood glucose monitor. She stated after a reading of 261 mg/dl the bolus advice was 14.1 units of insulin. Two hours later she had a reading of 134 mg/dl and the device showed she had 14.1 units of active insulin. Two hours after that, her blood glucose level was 186 mg/dl and the device still showed she had 14.1 units of active insulin. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.